Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The left ventricular assist device (lvad) event log file contained events from (B)(6) 2023 through (B)(6) 2023. No notable events were captured, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided by the account. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found down and hemorrhaging through their oral and nasal cavities. No other device issues were reported. Related MFR: 2916596-2023-04761.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.